Event description:
It was reporeted that two devices were used during a breast biopsy. It was reported by the affiliate that the first probe clip could not be fired no matter how hard you pushed the deployment button. The second clip deployment piece and clip sheared off. The surgeon was able to retrieve sheared off piece. There was no consequence to the pt.